Event description:
In the past several months we have had several reports of painful foley catheter removal. Upon further inspection it was noted that the balloon had become 'folded over on itself" on deflation of the balloon for removal. This has been reported to our field representative and the manufacturer who has been investigating the event file# (B)(4). I do have a picture, but I was unable to submit it here.